Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
It was reported that this peritoneal dialysis (pd) patient was hospitalized on (B)(6) 2025 due to peritonitis. Additional information was obtained through follow-up with the patient¿s peritoneal dialysis registered nurse (pdrn). The patient went to the emergency room (ER) on (B)(6) 2025 due to abdominal pain. The patient was admitted to the hospital with a diagnosis of peritonitis. Pd cultures were obtained. The patient was initiated on antibiotic therapy with intraperitoneal (ip) vancomycin (dose, frequency, and duration unknown). The cultures were positive for enterobacter cloacae. The patient was discharged on (B)(6) 2025. The antibiotics upon discharge were ip cefepime 1g daily for three weeks. The cause of the peritonitis was not confirmed. However, in the hospital discharge summary there was a suspicion of a peritoneal visceral leak that could have been the cause. This was not confirmed. The patient is continuing ccpd therapy during recovery.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical review: there is a temporal relationship between peritoneal dialysis and the use of the liberty select cycler and the liberty cycler set and the patient event of peritonitis. However, there is no documentation of a causal relationship between the use of the liberty select cycler and the liberty cycler set and the peritonitis event. Additionally, there is no allegation of a device malfunction or deficiency or cycler set defect reported for this event. Although the cause of the peritonitis is not confirmed, the culture result of enterobacter cloacae suggests a contamination event. All enterobacter species are found in water, sewage, soil, and vegetables. Enterobacter cloacae is the most frequently isolated enterobacter species from humans and animals. Based on the available information and no allegation or evidence of a malfunction, deficiency, or defect, the liberty select cycler and the liberty cycler set can be excluded as the cause of the patient¿s peritonitis event.

Event description:
It was reported that this peritoneal dialysis (pd) patient was hospitalized on (B)(6) 2025 due to peritonitis. Additional information was obtained through follow-up with the patient¿s peritoneal dialysis registered nurse (pdrn). The patient went to the emergency room (ER) on (B)(6) 2025 due to abdominal pain. The patient was admitted to the hospital with a diagnosis of peritonitis. Pd cultures were obtained. The patient was initiated on antibiotic therapy with intraperitoneal (ip) vancomycin (dose, frequency, and duration unknown). The cultures were positive for enterobacter cloacae. The patient was discharged on (B)(6) 2025. The antibiotics upon discharge were ip cefepime 1g daily for three weeks. The cause of the peritonitis was not confirmed. However, in the hospital discharge summary there was a suspicion of a peritoneal visceral leak that could have been the cause. This was not confirmed. The patient is continuing ccpd therapy during recovery.